Event description:
It was reported that an alert was triggered in the remote monitoring system due to this device reverting to safety mode. A device changeout will take place. Technical services (ts) was contacted for a review of the case. No adverse patient effects were reported. A review of device data in the remote monitoring system was done by ts. Ts noted that when three resets occur within forty eight hours the device enters safety mode. The patient should be scheduled for an immediate replacement. Ts was not able to determine the root cause of the device being in safety mode, but wanted to know if the patient had undergone any radiation treatments. The field representative noted that the patient was at home due to the recent covid-19 situation, and has not undergone any radiotherapy, been exposed to strong radiations, or to any electromagnetic interference (emi). In addition a review of the latest remote monitoring information from november 2019 revealed that the device showed 1.5 years remaining longevity. Engineering noted that the power consumption was higher than the battery calculated estimate. The difference in power consumption may be due to high rate atrial sensing. Engineering noted that even at the higher power consumption, the device should not have gone into safety mode. Once again a device replacement was discussed to determine the root cause of this issue. The device was subsequently explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. In addition, laboratory analysis noted that the device sensed in the atrial chamber 355% of the time while implanted with prolonged high atrial rates. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. The high internal battery resistance resulted in the software resets, reversion to safety mode operation and both the high internal resistance and the high rate of atrial sensing contributed to the longevity being less than expected.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered via remote monitoring due to the device being in safety mode. A device changeout will take place. Technical services (ts) was contacted for a review of the case. No adverse patient effects were reported. A review via remote monitoring was done by technical services (ts). Ts noted that when three resets occur within forty eight hours the device enters safety mode. The patient should be scheduled for an immediate replacement. Ts was not able to determine the root cause of the device being in safety mode, but wanted to know if the patient had undergone any radiation treatments. The filed representative noted that the patient was at home due to the recent covid-19 situation, and has not undergone any radiotherapy, exposure of strong radiations, or any electromagnetic interference (emi). In addition a review of the latest remote monitoring information from november 2019 revealed that the device showed 1.5 years remaining longevity. Engineering noted that the power consumption was higher then the battery calculated estimate. The difference in power consumption may be due to high rate atrial sensing. Engineering noted that even at the higher power consumptions the device should not have gone into safety mode. Once again a device replacement was discussed to determine the root cause of this issue.

Event description:
It was reported that an alert was triggered via remote monitoring due to the device being in safety mode. A device changeout will take place. Technical services (ts) was contacted for a review of the case. No. A review via remote monitoring was done by technical services (ts). Ts noted that when three resets occur within forty eight hours the device enters safety mode. The patient should be scheduled for an immediate replacement. Ts was not able to determine the root cause of the device being in safety mode, but wanted to know if the patient had undergone any radiation treatments. The filed representative noted that the patient was at home due to the recent covid-19 situation, and has not undergone any radiotherapy, exposure of strong radiations, or any electromagnetic interference (emi). In addition a review of the latest remote monitoring information from november 2019 revealed that the device showed 1.5 years remaining longevity. Engineering noted that the power consumption was higher then the battery calculated estimate. The difference in power consumption may be due to high rate atrial sensing. Engineering noted that even at the higher power consumptions the device should not have gone into safety mode. Once again a device replacement was discussed to determine the root cause of this issue. Subsequently the device was explanted and returned. No additional adverse patient effects were reported.